Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. This lead has been explanted. No additional adverse patient effects were reported.